Manufacturer narrative:
The hospital biomed reloaded software and returned the unit to service. No patient information available at time of MDR filing. The hospital biomed reloaded software and returned the unit to service.

Event description:
The hospital reported that, during a case, the unit shut down. There was no reported patient injury.